Event description:
The customer reported that an 840 ventilator showed safety valve open (svo) while in use on a pt. The pt was taken off the ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the oxygen sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).